Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that clavicular crush had separated the proximal and distal insulations and fractured all five filars of the proximal coil at 29.4 cm to 30.5 cm from the pin. The distal coil was not fractured. The crushing broke open the distal insulation and the proximal and distal coils were crushed and shorted together, causing the reported low lead impedance.

Event description:
It was reported that the lead exhibited oversensing, which caused pacing inhibition. Less than 200 ohms impedance was also observed. The lead was explanted and replaced.